Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which required antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unknown, sample lost) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg and ip cefepime 2000 mg (frequency, duration unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2024, and the patient¿s cefepime was discontinued. The pdrn stated the cause of the peritonitis is unknown, however the patient¿s spouse received education regarding common causes of peritonitis involving the identified organism. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Furthermore, the patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. The patient is in stable condition and is recovering from the serious adverse events. Follow-up cell counts are scheduled to be drawn on (B)(6) 2024 and again on (B)(6) 2024.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's contact reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unknown, sample lost) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg and ip cefepime 2000 mg (frequency, duration unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2024, and the patient¿s cefepime was discontinued. The pdrn stated the cause of the peritonitis is unknown, however the patient¿s spouse received education regarding common causes of peritonitis involving the identified organism. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Furthermore, the patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. The patient is in stable condition and is recovering from the serious adverse events. Follow-up cell counts are scheduled to be drawn on (B)(6) 2024.